Event description:
The customer stated he smelled insulin and noticed the reservoir was damp when changing the infusion set. The customer was changing the infusion set because of high blood glucose. The customer reported a blood glucose reading of 427 mg/dl during the phone call nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.